Event description:
It was reported that during a laparoscopic cholecystectomy, the device broke during surgeon. The device was fired, clip was deployed, but the it was difficult to open the device. The device was manually opened or pried opened. There was no tissue damage and no intervention required. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Sticking jaw/cam. The analysis results found that the device was received in good visual condition. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. A batch record review was performed and no anomalies were found during the manufacturing process.